Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital (noting due to character limit). The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was a fissure like crack at the tip of the ultrasonic surgical device during an unspecified therapeutic procedure. Prior to the case, it was noticed that something was wrong, so it was replaced with another one. During cleaning, a metal rod broke off. The procedure was completed with an olympus back-up device. There was no report of patient/user harm.